Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing. No motor error alarms noted. The motor was tested outside the device and passed. The insulin pump was received with minor scratched liquid crystal display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error after a bolus. The blood glucose reading was 81 mg/dl. No significant events leading to the alarm were observed. The customer stated that the motor error alarm had occurred twice in the past month or so. Advised replacement of the insulin pump. Nothing further reported.